Event description:
It was reported that a large volume infusor did not deliver its contents to a patient. The device was connected for seven hours and did not infuse any solution. The device was filled with 50 mg of futhan in 100 ml of glucose solution. The device was primed and flow was observed before connecting to the patient. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The distal luer cap was removed and flow of solution was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.